Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007.

Event description:
It was report that the right atrial (ra) lead exhibited a potential insulation nick. Additionally, the right ventricular (rv) lead exhibited high thresholds. A silicone lead sleeve was added to the ra lead, and reprogramming was done for the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.